Manufacturer narrative:
Additional information: g3, h3, h6-complaint allegation is not confirmed.based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the arthroscopy pump.

Event description:
On 28-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had no suction and was having issues with the outflow and inflow main tubings. This was discovered during a procedure with no patient harm. The case was completed with another device. Additional information provided 03-feb-2026: it was further reported this was discovered during a shoulder scope procedure with no patient harm. No extravasation or overpressure was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.